Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 visual review of the returned pouches confirmed the presence of a crease in the seal for nine of them as reported. For 8 of these pouches, there is no void or seal creep or channel through the seal associated with the crease. For one pouch, there is a void associated with the crease in the seal but the remaining sealed width measures 7/32in. This complaint was therefore completed in accordance. As the products/packaging were determined to be acceptable per acceptance criteria [no void, open path or channel through the seal, minimum pouch seal width is 7/32in] review of the products/packaging determined that no failure was found as the products are within specification(s). No further investigation or action is required after review. Upon reassessment of the reported event, the device was determined to be not reportable as it meets packaging inspection specification. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00556, 0001822565 - 2021 - 00557, 0001822565 - 2021 - 00559, 0001822565 - 2021 - 00560, 0001822565 - 2021 - 00561, 0001822565 - 2021 - 00562, 0001822565 - 2021 - 00564, 0001822565 - 2021 - 00565.

Event description:
It was reported that upon incoming inspection the package was found with a crease in the sterile seal. No patient involvement. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6) complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the provided picture identified the seal of one sterile pouch, which is creased at the seal. However, it is not possible to evaluate if the crease compromises the integrity of the seal and sterility. Also, the picture only shows one crease in the seal of one product and not for the alleged quantity of defective products. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The likely condition of the parts when they left zimmer biomet control is considered conforming based on the DHR review. But it cannot be confirmed because no product was returned and only one unclear picture of one seal was provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.